Event description:
Additional information indicates that this lv lead was subsequently explanted due to other reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. No interventions were done as the system works good and no measurements were out of range. The lead remains in service. No adverse patient effects were reported.